Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 48 mg/dl the previous night. The customer stated that they cut fatty foods out of their diet and is thinking that may have caused the low blood glucose. The customer did not want to trouble shoot the issue and stated that they will change the battery on the insulin pump instead. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.